Event description:
A patient (47yo, male) was implanted with a prodisc l implant at level l5-s1 on (B)(6) 2025. The patient presented to the clinic for their 6 month follow up and imaging was completed. Although no acute injury occurred and patient is asymptomatic, the imagining showed that the implant had expulsed from the vertebral bodies. A removal has been scheduled for (B)(6) 2026.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc l implant at level l5-s1 on (B)(6) 2025. The patient presented to the clinic for their 6 month follow up and imaging was completed. Although no acute injury occurred and patient is asymptomatic, the imagining showed that the implant had expulsed from the vertebral bodies. A removal has been scheduled for (B)(6) 2026. A review of the dhrs found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The devices remain implanted in the patient and will not be removed until (B)(6) 2026. At that time it will be requested that the devices be returned for evaluation. An image was provided that showed the migrated implant. There were no anomalies identified during the complaint investigation. The removal will be completed due to the implant migration. The submission is 1 of 3 devices involved in this event.